Manufacturer narrative:
Patient height reported as (B)(6). Patient initials: (B)(6). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturer date: march 30, 2011. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6633953 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6506050) met all specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient originally had an open reduction internal fixation (orif) for a right hip fracture on (B)(6) 2015. On (B)(6) 2016, an x-ray revealed that the helical blade had cut through the femoral head. The patient underwent revision surgery on (B)(6) 2016 to remove the nail, blade and screw. All devices were found to be intact. The patient was revised to a non-synthes total hip replacement. The procedure was completed successfully with no reported delay. The patient's outcome was stable. Concomitant devices: nail (part 456.328, lot 9871676, quantity 1) and a locking screw (part 458.936, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).